Event description:
Boston scientific crm received information that this lv lead exhibited high threshold in all configurations. An x-ray was performed and confirmed that the lead had pulled back. A revision procedure was performed and the physician attempted to reposition this original lead further out on the basal branch. The lead was able to be placed; however, it wouldn't stay after several attempts. A competitor's product was attempted and was also unsuccessful. Another one of our lead was able to be placed distally and received great thresholds. A new device was necessary for is-1 header. While sewing up the pocket, an increase in thresholds was noted. On fluoroscopy, the lead had moved back. At that time, the patient had been on the table for a long time and the physician decided that threshold measurements at 2.5 volts was acceptable.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.